Manufacturer narrative:
The complainant made no indication of any omnilife science device malfunction or deficiency related to the identity, quality, durability, reliability, safety, effectiveness or device performance contributing to the adverse event. Review of the manufacturing and sterilization documentation for the explanted devices revealed no deviation from process or non-conformity or product that would have caused the adverse event.

Event description:
The complaint involved a pt who underwent hip revision surgery on (B)(6) 2014. The original surgery date is (B)(6) 2014. The revision surgery was performed due to aseptic loosening. The surgeon removed the original femoral head, femoral stem, and neck replacing them with non-omni products.